Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to feel stimulation in target areas as a result of lead migration. The patient has gone through reprogramming sessions without success. The patient underwent a lead revision procedure.